Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument can¿t be used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.559" x 0.670" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint regarding can't use the instrument was confirmed by failure analysis. The probable root cause is attributed to use conditions.